Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, and excessive no delivery alarm tests due to the alarm. The pump passed the self test, unexpected restart and all operating currents measurements. The pump was received with minor scratches o the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high and that the insulin pump alarmed during a set change. The blood glucose reading was 458 mg/dl and the customer treated with a manual injection. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.